Event description:
It was reported that insyte-n autoguard winged yel 24gax.56in catheter separated. The following information was provided by the initial reporter: material no: 381511, batch no: 0265013. It was reported the plastic straw piece bunched up and was separated from the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-10. H6: investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received eight unopened units for evaluation. During the evaluation of the devices, our engineers were unable to identify any damage in the catheter tubing. Additionally, leakage testing was unable to identify any signs of microscopic damage or other breaches in the fluid pathway. The report could not be confirmed at the conclusion of our review. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Initial reporter facility: spectrum health (B)(4) childrens hospital. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte-n autoguard winged yel 24gax.56in catheter separated. The following information was provided by the initial reporter: material no: 381511, batch no: 0265013. It was reported the plastic straw piece bunched up and was separated from the needle.